Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump did not pass the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarms during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test due to excessive motor error alarms.